Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for sheath distal tip split were confirmed based on provided imagery. Imagery review confirmed distal tip split with substantial hdpe stretching, suggestive of physical interactions with patient anatomy. Per additionally received clarification, the perceived root cause of the event was ascribed to, possible calcium in small segment of vessel, which, may have contributed to the distal tip of the e-sheath tearing. 3mensio review confirmed concentric calcification within femoral bifurcation region associated with distal tip placement. Additionally, tortuous anatomy could contribute to non-coaxial system advancement/retrieval trajectories, leading to exacerbated interactions between the distal tip and sharp calcium nodules. Similarly, maneuvering or retrieving the sheath shaft through restricted anatomy could lead to increased contact with the calcium sites, causing it to sustain a split. Furthermore, given the extent of observed split (long split with substantial stretching), it is likely that the issue was compounded by device manipulation (e.g. High push or withdrawal forces) in response to challenging anatomy. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (device manipulation) may have contributed to the reported distal tip torn. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during tavr with a 29mm sapien 3 valve, the 16f esheath+ did not expand as normal in the mid portion of the sheath. The distal tip also did not expand as normal. There were no abnormalities noticed during prep. The device is unable to be returned. Images sent show distal tip is torn.